Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker, implanted for approximately eight months, displayed an estimated remaining longevity of 5.5 years. At implant the estimated remaining longevity was 7.5 years. Data analysis was sent for review which revealed the device was sensing high atrial rates at an average of 256 beats per minute (bpm). Reducing the atrial fibrillation (af) or reprogramming the brady mode and atrial lead were recommended. No adverse patient effects were reported.